Manufacturer narrative:
Additional information was added to d4, d10, h3, h4 and h6. D4: lot # dr19j23043 d4: unique identifier (UDI) #: (B)(4). H10: the actual sample was received for evaluation. Visual inspection was performed which observed that all components were not correctly placed and according to specifications. A y-site was assemble instead of two piece luer lock in the 14-inch tubing. A functional testing was performed including pressure test and clear passage test and no issues noted. The reported condition was not verified; however an assembly issue was identified. The cause of the incorrect assembly was due to a manufacturing related issue. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the tubing of a clearlink continu-flo solution set was severed and back flowed. It was further reported that tubing was not preventing the fluid from the secondary infusion bag from going up into the primary line flush bag. This issue was identified during patient use. There was no report of patient injury or medical intervention associated with this event. No additional information is available.